Manufacturer narrative:
The device was returned to zoll medical; the customer's report that a battery caught fire into the device was confirmed. The customer batteries are not recommended by zoll. Labeling of the device states "use only type 123a lithium manganese dioxide batteries from recommended manufacturers." The battery board and lower housing were replaced to repair the device. The device was returned to the customer with a set of recommended batteries.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, a battery caught fire and melted in the device. The batteries used were not recommended in the device labeling. Complainant indicated that there was no patient involvement in the reported malfunction.